Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record was reviewed. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient, (B)(6), female, underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade, which required pericardiocentesis. The patient¿s medical history is unknown. The patient complained of feeling ill during right pulmonary vein (rpv) ablation with 25w then the blood pressure dropped. The pericardial effusions were confirmed by the echo. Pericardial drainage was performed. Although the blood pressure had risen, the ablation was aborted with follow-up. The physician commented it was unknown when the event occurred, but it might have occurred during the ablation phase since arterial blood was drained. The procedure was completed without patient consequence. Additional information was received regarding the event. It was noted, there were no anomalies on the catheter before inserting and during the procedure. It was unknown if a transseptal puncture was performed. Settings during the event include: power setting of 25 watts / flow setting was unknown. It was unknown what the overall time and the last ablation cycle time for ablation at the site of the injury. It was unknown if the power was titrated during the procedure. It was unknown if any error messages were observed on biosense webster equipment during the procedure. The sheath used was unknown. It was unknown if the patient received any anticoagulation in the procedure. There is no information about the hospitalization.